Manufacturer narrative:
(B)(4)

Event description:
Additional information: the fiber was exchanged. It was reported that the second fiber "does not work.' The fiber tip (cap) was cleaned during the procedure. No patient injury reported. This report is for the 2nd fiber used.

Event description:
It was reported that the ¿laser fiber broke during the utilization of the coagulation during a prostate resection.¿ there was ¿no injury to patient¿ reported. No further information was available.